Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterus/ migration of essure device location of device: uterus"), embedded device ("the essure coil was not in my fallopian tube anymore and was embedded into my uterus."), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") and psoriatic arthropathy ("autoimmune disorder type of disorder: psoriatic arthritis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included biopsy endometrium, endometrial ablation, menstrual cramp, arrhythmia, bladder infection, pyelonephritis, nocturia, temperature intolerance, menometrorrhagia, gravida ii and parity 1. Concurrent conditions included menstruation frequent, amenorrhea, uterine fibroids, uterine bleeding, uterus enlarged, menstruation abnormal, pap smear abnormal, hpv positive oropharyngeal squamous cell carcinoma, hashimoto's thyroiditis, goiter, vitamin d deficiency, menses irregular, joint swelling, pain joint, joint stiffness, asthenia, memory loss, confusion, sleep disorder, concentration impairment, psoriasis, scarring, metrorrhagia, human papilloma virus infection, pelvic adhesions, endometriosis, cervix inflammation, numbness, feeling irritated and hypothyroidism. Concomitant products included calcium, ethoheptazine (etoheptazina), intrauterine contraceptive device (iud nos), iron, levothyroxine sodium (levoxyl), medroxyprogesterone acetate (depoprovera), oral contraceptive nos and progesterone (progestin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), psoriatic arthropathy (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/lower abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), anaemia ("reproductive system disorder or condition type of disorder or condition: anemia/ blood or heart disorder/condition type: anemia/ neurological conditions or problems type: anemia surgery (other) type of surgery: anemia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and skin disorder ("skin issues that flared up") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes),total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, psoriatic arthropathy, pelvic pain, abdominal pain, vulvovaginal pain, hormone level abnormal, female sexual dysfunction, migraine, headache, nausea, fatigue, weight increased and weight decreased outcome was unknown and the genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, anaemia, dysmenorrhoea, alopecia and skin disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, device expulsion, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psoriatic arthropathy, skin disorder, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.8 kg/sqm. Computerised tomogram - on (B)(6) 2016: satisfactory position of bilateral essure devices. Mildly enlarged lobulated uterus likely related to leiomyomatous transformation.. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pregnancy test - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anemia, menorrhagia, genital haemorrhage, pelvic pains, psoriasis, nausea and abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received- outcome of alopecia, skin disorder updated to recovered / resolved. New reporter added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterus/migration of essure device location of device: uterus"), embedded device ("the essure coil was not in my fallopian tube anymore and was embedded into my uterus."), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") and psoriatic arthropathy ("autoimmune disorder type of disorder: psoriatic arthritis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included biopsy endometrium, endometrial ablation, menstrual cramp, arrhythmia, bladder infection, pyelonephritis, nocturia, temperature intolerance, menometrorrhagia, gravida ii and parity 1. Concurrent conditions included menstruation frequent, amenorrhea, uterine fibroids, uterine bleeding, uterus enlarged, menstruation abnormal, pap smear abnormal, hpv positive oropharyngeal squamous cell carcinoma, hashimoto's thyroiditis, goiter, vitamin d deficiency, menses irregular, joint swelling, pain joint, joint stiffness, asthenia, memory loss, confusion, sleep disorder, concentration impairment, psoriasis, scarring, metrorrhagia, anogenital warts, pelvic adhesions, endometriosis, cervix inflammation, numbness, feeling irritated and hypothyroidism. Concomitant products included calcium, ethoheptazine (etoheptazina), intrauterine contraceptive device (iud nos), iron, levothyroxine sodium (levoxyl), medroxyprogesterone acetate (depoprovera), oral contraceptive nos and progesterone (progestin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), psoriatic arthropathy (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), abdominal pain, vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/lower abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia, female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine, headache, anaemia ("reproductive system disorder or condition type of disorder or condition: anemia/blood or heart disorder/condition type: anemia/ neurological conditions or problems type: anemia surgery (other) type of surgery: anemia"), nausea, dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue, alopecia ("hair loss") and skin disorder ("skin issues that flared up") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes),total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, psoriatic arthropathy, pelvic pain, abdominal pain, vulvovaginal pain, hormone level abnormal, female sexual dysfunction, migraine, headache, nausea, fatigue, weight increased and weight decreased outcome was unknown, the genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, anaemia and dysmenorrhoea had resolved and the alopecia and skin disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, device expulsion, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psoriatic arthropathy, skin disorder, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.8 kg/sqm. Computerised tomogram - on (B)(6) 2016: satisfactory position of bilateral essure devices. Mildly enlarged lobulated uterus likely related to leiomyomatous transformation. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pregnancy test - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anemia, menorrhagia, genital haemorrhage, pelvic pains, psoriasis, nausea and abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2019: pfs and mr received. Reporter information were added and updated. Insertion date were updated and explant date were added. Concomitant drug, lab data and medical history were added. Event verbatim were updated as heavy abnormal bleeding/ abnormal bleeding (general), pelvic pain/pain, severe cramping/lower abdomen pain. Outcome of the event cramping, bleeding, anemia, hair loss, skin issues that flared up were added and updated. Event: hormonal changes, abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: psoriatic arthritis, malposition of essure device location of device: uterus/ migration of essure device location of device: uterus, migraines, headaches, reproductive system disorder or condition type of disorder or condition: anemia/ blood or heart disorder/condition type: anemia/ neurological conditions or problems type: anemia surgery (other) type of surgery: anemia, nausea, dysmenorrhea (cramping), fatigue, weight gain/ loss, weight gain / loss, hair loss and skin issues that flared up. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.